Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg defibrillator, implanted: (B)(6) 2013; 5554-53 non defib lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered and the patient went to the device clinic. Upon lead interrogation noise oversensing was noted. Additionally, there was insulation damage and a lead fracture was suspected. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.